Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the final run was perfect. However, the surgeon chose not to do a left femoral endarterectomy of the native vessel. The patient developed ¿cold leg¿ which required exploration and a femoral endarterectomy to establish flow distal to the access site. The patient also developed an ileus. No additional clinical sequelae were reported and the patient is fine. The review of returned pre-implant films show that the proximal neck diameter is 21 mm, the 5cm max diameter aaa contains significant thrombus. The distal aortic diameter is 3cm, with thrombus and calcification, and the left common iliac diameter is 6-7mm and very calcified. Stents were seen implanted within both the left and right external iliacs, and there was good distal runoff. Images post implant was not provided; the reported occlusion could not be assessed. The cause of the occlusion may be procedure and anatomy related; small <(>&<)> calcified iliacs and previously placed iliac stent.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; small and calcified iliacs). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small and calcified iliacs).